Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd luer-lok¿ tip syringe with the bd precisionglide¿ needle split while injecting medication into the patient. This occurred twice during use. The following information was provided by the initial reporter: "2ml syringe (preloaded 22 ga 1.5-inch needle. When using syringe to inject medication into patient the syringe barrel splits longitundinally. This has happened twice. Product # 309547; lot 2033017, expiration 1/31/2027".

Manufacturer narrative:
Follow up MDR for device evaluation. One sample and two photos of 3ml luer-lock syringe (p/n 309574) batch 2033017 were received and evaluated. Through visual inspection, it was observed that a crack in the barrel extending from the 2.0ml to the zero line. The condition observed is non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 2033017 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.